Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation by the essure implant") and fallopian tube perforation ("perforation by the essure implant") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and menstrual disorder ("menstrual issues"). The patient was treated with surgery (underwent a total hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic pain and menstrual disorder outcome was unknown. The reporter considered fallopian tube perforation, menstrual disorder, pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was succesfully occluded. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation by the essure implant'), fallopian tube perforation ('perforation by the essure implant/ perforation (fallopian tube(s)') and genital haemorrhage ('abnormal bleeding') in a 26-year-old female patient who had essure (batch no. A73749) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included lithotripsy renal in 2005, cholecystectomy, vaginal discharge and erythema. Concurrent conditions included hypothyroidism since 2014, depression since 2014, gestational diabetes since 2014, cramp in lower abdomen, left lower quadrant pain, obesity, diabetes and vaginal burning sensation. Concomitant products included alprazolam, ethinylestradiol; norgestimate (sprintec) from (B)(6) 2014 to (B)(6) 2015, ibuprofen (motrin), ibuprofen since 2014, omeprazole since 2014, oxycodone hydrochloride;paracetamol (acetaminophen w/oxycodone), paracetamol (acetaminophen) since 2014 and sertraline. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstrual issues"), depression ("depression"), anxiety ("mental anguish") and abdominal pain ("abdominal area pain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, menstrual disorder, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, pain after intercourse. Most recent follow-up information incorporated above includes: on 23-may-2019: plaintiff fact sheet and medical records were received. Events per pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, mental anguish, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal area pain and abnormal bleeding. Medical history, concurrent condition and concomitant medication were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.